Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The inappropriate shock was pro-arrhythmic however the arrhythmia was successfully converted with a second shock. Further review of the episode showed what appeared to be electromagnetic interference (emi) and it was reported that patient was going through a security gate at the time of the shock. There were other episodes stored showing oversensing. No additional adverse patient effects were reported.